Event description:
A complete break in tubing was found. The indwelling period was 416 days. The patient was an (B)(6) female. The device was implanted via right subclavian vein. The dialysis treatment was done three times a week. Heparin lock was done with undiluted solution. If not with undiluted solution, then, the tubing was clamped. The tubing break was found by the patient's family while staying at home. Slight bleeding was noted also. The family clamped the broken tubing immediately and came to hospital. The broken tubing was sutured and clamped at the base. On feb. 8th, new catheter was placed.

Manufacturer narrative:
The complaint of a catheter break is inconclusive due to the condition of the sample. The arterial extension leg has been cut 1.1 inches proximal to the bifurcation site. The cut site is diagonal to the axis of the tubing. A fibrous tape residue is seen adhering to the distal end of the extension legs and bifurcation site. If appears the arterial extension leg has been grabbed with a traumatic clamping device. A small fragment of a white suture is also observed just distal to the cut site. The catheter has been also cut just distal to the surecuff. The distal section of tubing that contains the venous staggered tip was not returned for evaluation. This may have been done to render the device non-functional. No other complications with the device are known. With the sample that has been returned, there is no area of the catheter that can be conclusively identified as a break site. At this time, the mechanism of damage is undetermined. The longevity of the device, incomplete sample suggest another factor(s) was (were) involved. The complaint file indicates the device had been placed for 416 days prior to the complaint incident. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.